Event description:
It was reported to boston scientific corporation that a lynx suprapubic midurethral sling system was used during a sling placement procedure in (B)(6) 2005. The patient reported that she had vaginal extrusion of the mesh. The extrusion was noticed several months ago in 2011. It is unknown whether there was any separation of the suture lines, however, the mesh is visible through the vaginal wall. The patient was advised to have a revision surgery but has not yet been scheduled for one. On (B)(6), 2011, the patient was prescribed antibiotics for two days. It was reported that there were no complications during the initial procedure. The patient is currently reported to be fine but slightly incontinent.